Event description:
The following has been reported: "the event log shows that error 51 has occurred 19 times this month." Error 51 is described in the technical manual as a speaker issue. The serial number is outside of an internal technical service bulletin (tsb), which identifies pumps with a specific serial number range could have a defective audio amplifier, which will trigger an error 51 on the device, in certain circumstances. However, the power supply board batch number is within an identified range on the tsb. This is being evaluated with an internal CAPA opened in may 2023. Reporting due to the referenced issue as a conservative measure. No adverse event information was reported (was reported by a fresenius kabi market unit). More information is needed to complete the investigation.